Event description:
It was reported that while stimulation was turned on the stimulation was intermittent. Intermittent stimulation occurred when the pt changed positions. There was no known accident tor incident related to this event. Add'l info has ben requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).